Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile wrapping was punctured. A 3mm/5mm vortx¿ - 35 was selected for use. During unpacking, it was noted that the coil was packaged defectively as the sterile wrapping was punctured. No patient complications were reported. The device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pouch, introducer sheath, coil, coil plunger and retaining device were returned. The pouch was returned almost fully opened. The pouch contained an introducer sheath , coil, retaining device and coil plunger. The coil was retained inside the introducer sheath by the retaining device. The pouch seal was present all the way round the pouch. The seal indentation was also visible all the way round the tyvek of the pouch. There was no puncture mark/hole in the plastic cover or tyvek of the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the sterile wrapping was punctured. A 3mm/5mm vortx - 35 was selected for use. During unpacking, it was noted that the coil was packaged defectively as the sterile wrapping was punctured. No patient complications were reported. The device did not enter the patient's body.